Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of over 600 mg/dl. The customer¿s mother reported two infusion sets after insertion the cannula had gotten kinked. The customer had no symptoms. The customer treated for the high blood glucose level with manual injections. The current blood glucose level was 258 mg/dl. The customer did not troubleshoot the issue. The infusion set will be returned for analysis.